Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that when data wave was introduced into the sheath, air bubbles were visible. Physician aspirated and still had air bubbles. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that when data wave was introduced into the sheath, air bubbles were visible. Physician aspirated and still had air bubbles. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported, the sheath seal seemed to be stretched. The guidewire was flushed to the tip of farawave. The bubbles were observed at the flushing line.